Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.

Manufacturer narrative:
Evaluation and testing of the battery pack related to the reported issue determined that the battery had adequate charge and sufficient power to deliver therapy. The investigation found that the battery had been programmed with an incorrect expiration date, which resulted in the AED prematurely displaying a "replace battery now" message.

Manufacturer narrative:
Evaluation and testing of the battery pack related to the reported issue determined that the battery had adequate charge and sufficient power to deliver therapy. The investigation found that the battery had been programmed with an incorrect expiration date, which resulted in the AED prematurely displaying a "expired battery" message.